Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message stating "no insulin detected". Customer attempted to reload the cartridge and received a minimum fill message. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer was able to successfully load a new cartridge onto the pump. Multiple attempts were made to follow up with the customer; however, no response was received.